Manufacturer narrative:
H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and there were no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between female connector (dark blue) and the main body (light blue) of the minicap transfer set. This occurred during a flush. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.